Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was greater than 500mg/dl with unspecified level of ketones. Reportedly, the patient was admitted to the hospital with diabetic ketoacidosis, had symptoms of abdominal pain and vomiting and was treated with insulin via injection. It was reported that there had been no pump setting adjustments by the patient's healthcare provider before or after the alleged event. At the time of the call, troubleshooting the pump history and settings could not be fully completed, the patient remained hospitalized and disposition of the pump was unclear. This complaint is being reported for alleged hyperglycemia during pump use for which a pump malfunction could not be ruled out.

Manufacturer narrative:
The pump was not available for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.